Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was detached from the shaft of the catheter . The balloon was not missing any pieces. It was later reported that the patient was in her 90's and suffered from delirium. The user confirmed that the patient pulled the foley catheter often, disconnecting the sampling port connector from the drainage funnel. The patient also allegedly tied the shaft of the catheter.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the sac was detached and an over inflated balloon. The evaluation concluded that the detached sac most likely resulted from the patient's effort to prematurely remove the catheter. Detachment did not occur as a result of any manufacturing processes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications. Method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4)..

Event description:
It was reported that the balloon was detached from the shaft of the catheter. The balloon was not missing any pieces. It was later reported that the patient was in her 90's and suffered from delirium. The user confirmed that the patient pulled the foley catheter often, disconnecting the sampling port connector from the drainage funnel. The patient also allegedly tied the shaft of the catheter.